Manufacturer narrative:
No history of a product problem. While reaching into the seat, the attendant cut their finger requiring three stitches. As a courtesy MFR replaced the arm guards.

Event description:
The facility states that an employee allegedly cut her hand on the clothing guard, requiring stitches.